Manufacturer narrative:
Hardness inspection shows the nail to be in compliance with specifications. No material fault could be found. The correct strength of the nail and the features of the fracture suggest the nail fractured due to material fatigue.

Event description:
The nail broke two months post-op and was removed. No clinical info for the pt was provided at this time. There was no adverse consequence for the pt or delay in surgery or anesthesia time.